Event description:
It was reported that, "hip dislocated. Explanted cup and head." Devices were implanted sometime during mid- 1980's.

Manufacturer narrative:
Investigation pending . No additional information available at this time.